Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was in the "120 range" (mg/dl). The customer utilized manual injections as alternate insulin therapy, and stated a new cartridge would be loaded and insulin therapy resumed.